Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a ridge developed on the tip of the catheter once the balloon was deflated during removal; as a result the catheter was difficult to remove. Per additional information received from medwatch, it was reported that "after deflating the balloon to remove patient's foley catheter, encountered resistance at the tip of the catheter. Viewed the foley tip post discontinuation, the deflated balloon left a visible ridge on the catheter tip which could potentially increase the diameter and cause difficulty or trauma upon removal."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a ridge developed on the tip of the catheter once the balloon was deflated during removal; as a result the catheter was difficult to remove. Per additional information received from medwatch, it was reported that "after deflating the balloon to remove patient's foley catheter, encountered resistance at the tip of the catheter. Viewed the foley tip post discontinuation, the deflated balloon left a visible ridge on the catheter tip which could potentially increase the diameter and cause difficulty or trauma upon removal."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a ridge developed on the tip of the catheter once the balloon was deflated during removal; as a result the catheter was difficult to remove.